Event description:
The device was overdischarged and the physician mode recharge (pmr) was performed. Following the pmr, the pt went home and charged the device to full. The device then suddenly turned on by itself. The pt was talking on a cordless phone at the time. The pt experienced painful stimulation and shocks down her leg and went to the emergency department. Upon trying to turn the device off a power-on-reset condition displayed. The device could not be turned off. A bypass of the power-on-reset was attempted by pressing the navigation key on the pt programmer which was unsuccessful. The power-on-reset screen was still displayed despite multiple attempts. The clinician programmer that was available had an incompatible software card. The neurologist was able to travel to his office to obtain a compatible clinician programmer. Interrogation showed that the battery was dead and the stimulation was off. The power-on-reset was cleared. The pt was ok and discharged home. The physician was concerned that the battery was defective and not operating correctly. As of (B) (6) 2010, the pt was using her stimulator without any problems. The stimulator had not been explanted and there were no plans to do so.

Manufacturer narrative:
(B) (4).